Manufacturer narrative:
Hologic technical support team received information that that the units that were returned for two complaints related to 1222780-2025-00509 and 1222780-2025-00510 were mixed up by the customer during the packaging/return process. A new investigation was performed and the results are as follows: the device was returned for investigation: a visual inspection was conducted, and it was found that the outer tube was bent. In addition, a container was returned by the customer, in which the investigator found thin pieces of a white material. The samples returned in the container were insufficient to perform a material characterization, thus the test was inconclusive. Mechanical testing was also conducted; the error ¿excessive torque detected¿ was displayed by the fluent console as soon as the foot pedal was pushed. The switch continuity test confirmed that the switch was not functioning as intended. During the dissection test, the investigator confirmed that all plastic internal components were in good shape, with no damage. However, the switch wire was broken within the drive cable connector, and evidence of wear/discoloration was observed in the inner blade. Hence, the issue reported by the customer could be confirmed since the evidence/samples were provided. However, it was not possible to link the myosure disposable with these returned samples because they were insufficient to determine their composition. Meanwhile, two failure modes were confirmed "switch wire issue" and "blade scratched. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. An exception was noted on the DHR which was not related to the event. The device was released meeting all qa specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on (B)(6) 2025, that during a myosure procedure on an unknown date during the procedure the physician observed debris/metal shavings in the uterine cavity, they stopped using this device and was able to get the debris out of the cavity. A second device was then used to complete the procedure. Patient is doing well, and no additional intervention was needed. No other information is available.

Manufacturer narrative:
Device was returned: a visual inspection was conducted, and it was found that the outer tube was bent. Mechanical testing was also conducted; the inner blade reciprocated and returned to the closed position as intended. During the dissection test, it was confirmed that all internal plastic components were in good shape, with no damage. However, evidence of wear/scratches was observed in the inner blade. Hence, the issue reported could be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. An exception was noted on the DHR. Additional actions were taken and documented according to hologic's procedures.